Event description:
It was reported that the cine function was not operating correctly. This resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and system software required replacement. However, the customer has not called back to arrange for repairs.